Manufacturer narrative:
Lack of info (aneurysm and vessel morphology are unk, explant analysis is pending), inherent risk of procedure (migration and endoleak).

Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at time of implant was unk. It was reported that the pt presented to the emergency room with abdominal and back pain. A computed tomography demonstrated that the stent graft had migrated and there was a type I endoleak resulting in the rupture of the aneurysm. The physician surgically removed the stent graft and repaired the arteries with a conventional graft. Medtronic has received the explanted stent graft and eval of the returned stent graft is pending. Add'l info has been requested for this case. Ref (B)(4).